Event description:
Additional information indicates that one lead had high impedances, and the other lead had migrated. As a result, surgical intervention took place on (B)(6) 2024, wherein both the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: h3 - device evaluated by manufacturer? Corrected to no. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the patient's leads displayed high impedances preventing the system from entering MRI mode. Surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000154349.

Manufacturer narrative:
Corrected data: h6 adverse event problem (refer to coding manual): updated health effect - clinical code to 2388 - inadequate pain relief.